Event description:
Procedure: hernia. According to the rptr: on (B)(6), 2011, the pt had a hernia repair done. On (B)(6), 2013, the pt developed a recurrent hernia left lateral and umbilical. No action has been taken to address this issue. The pt has no pain and accepts the lateral hernia.

Manufacturer narrative:
(B)(4).